Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 6mm distal to the distal edge of the proximal marker band. A microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the radial artery. The 70% restenosed target lesions were located in the mildly tortuous and severely calcified left anterior descending artery (lad) and left circumflex artery (lcx). A 15/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the atherotomes could not reach the restenosed target lesion. Subsequently, it was noticed that the balloon ruptured under the nominal pressure and blood came out of the balloon. The cutting balloon catheter was then removed from the patient. The procedure was completed with a different device. No patient complications were reported. The patient's status was stable.

Manufacturer narrative:
Date of birth: (B)(6). (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the radial artery. The 70% restenosed target lesions were located in the mildly tortuous and severely calcified left anterior descending artery (lad) and left circumflex artery (lcx). A 15/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the atherotomes could not reach the restenosed target lesion. Subsequently, it was noticed that the balloon ruptured under the nominal pressure and blood came out of the balloon. The cutting balloon catheter was then removed from the patient. The procedure was completed with a different device. No patient complications were reported. The patient's status was stable.